Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a failed force sensor bridge test. A cracked battery door and both plunger cases were missing 1 rubber foot was identified during the physical inspection. Event log history was performed and indicated that force sensor bridge test was recorded in history. During analysis, the reported issue, which is force sensor bridge test, was able to be duplicated. Force sensor was out of specification. Count fluctuates between 20-60 with no pressure but should be in 30's. Based on the evidence, the complaint was confirmed for force sensor bridge test. The root cause was determined to be an inoperable force sensor. Service replaced the force sensor, plunger cable and performed pm maintenance along with all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a failed force sensor bridge test was experienced. No patient involvement.